Event description:
On july 14, 2000 mallinckrodt inc. Received info that alleged an n-3000 pulse oximeter had failed to alarm when high readings were observed. Customer states that "the pt did not suffer a physical injury, ill health, or adverse effect".